Event description:
During a coronary stent procedure of a pre dilated calcified lesion, the physician experienced difficulty crossing the lesion. While attempting to remove the delivery/stent device, the stent dislodged and was removed with a snare. Pt status is listed as "okay".